Event description:
It was reported that the patient¿s ipg is reaching end of life. It is unknown if this occurred prematurely. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.